Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pt. Presented for surgery with junctional stenosis above previous a l3 to sacrum fusion with instrumentation. Procedure was for extension of the previous fusion to t10, with posterior pedicle screw instrumentation attached to the previous instrumentation, removal of s1 pedicle screw on the right side, and decompression with partial facetectomies bilaterally at l1-l2 and l2-l3. Crosslink, allograft and dbm material was placed from t10 down. One month post-op the pt. Presents with having a 'cracking-back sensation.' X-ray shows the right sided rod broken at the connector right where it connects to the lower previous rod. The pt. Then underwent a procedure to revise the broken right side rod.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient underwent a revision surgery approximately one month post-op to replace a broken rod.